Manufacturer narrative:
The valve was not returned to st. Jude medical heart valve div. For testing and examination. Sterilization verification was completed by the st. Jude medical heart valve div. Microbiology dept. A review of the sterilization parameters and sterilizer validations from the period that encompasses the sterilization date of this valve was completed. This valve was sterilized in accordance with st. Jude medical specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation indicated the large mobile mass, which was mistakenly identified as vegetation, was actually a thickened secondary chord that had ruptured from the anterior leaflet and was still attached at the papillary muscle level. This was supported by info obtained in the operative rpt. The valve was not explanted due to functional problems, as supported by dr.

Event description:
A mobile mass was observed on echo. At reoperation, a ruptured chord from the anterior leaflet was found still attached at the papillary muscle level. The aortic sjm prosthesis was functioning normally; however, this valve was replaced with a 21mm st jude medical valve.